Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to an unspecified port of a peripherally inserted central catheter (PICC) and was being used to deliver an unspecified volume of platelets, at an unspecified rate. It was reported 24 minutes after the delivery was started, the therapy was complete and the nurse disconnected the option-lok male adapter from the port of the PICC catheter. At this time, it was reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the port of the catheter. The customer contact indicated that the broken piece of the option-lok male adapter could not be removed from the port. On an unspecified date, the PICC catheter was removed and replaced. The customer contact reported that the patient is being monitored for development of infection. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.